Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the black screen was on the station. A field service engineer replaced the drawer controller, reseated the pyxibus cable, retractor band cable, row board cable, verified no debris presented and functionality of all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a station on black screen. The customer reported there was a delay in dispensing medications to the patient.. There were no adverse events or injuries reported based on this event.